Manufacturer narrative:
(B)(4). Batch # p5592g. Investigation summary: the analysis results showed that one gst60t reload was received with the one-piece sled broken and unfired, making it nonfunctional. No functional test was performed due the condition of the reload. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The damage to the one piece sled is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent: can you please explain how the stapler had a reload lock during firing? Did the device lock-out (no staples deployed and no cut line started)? Or, did the device partially fire (start to deploy staples and cut but could not be completed)? Did the device deliver any staples? If yes, were the staples deployed into the tissue formed in the proper closed b-formation? If not, please explain. Did the device cut? If yes, was the cut line complete? Or, was the device locked on tissue? If yes, how was the device removed (i.e. Anvil release button, knife reverse switch, manual override lever, jaws forced open, device cut from tissue)? Did the jaws of the device eventually open? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, re-operation, etc.)? Please explain.

Event description:
It was reported that during an unknown procedure, a reload locked during firing. Case was completed with a new reload. It is unknown if there were any adverse consequences to the patient. No additional information is available at this time.